Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification and mild char at the output window; the outer flow tubing open end exhibits scratch marks. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the fiber life message was observed. The fiber was cleaned and excessive fiber life message reoccurred. The fiber was exchanged however the second fiber exhibited the same issue. The second fiber was exchanged and the procedure was completed utilizing the third fiber. Patient outcome ¿ok¿ reported. This report is for the second fiber.